Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v li-ion battery being unable to charge was able to be confirmed. The 14v li-ion battery (serial number: sw320492) was returned for analysis and was functionally tested and did not pass. The battery was returned fully depleted. The battery was inserted into a test universal battery charger (ubc) and an alarm was active. The battery was opened in order to undergo circuit analysis; however due to no charge on the battery, no signals could be traced. Therefore, manual charging was attempted; however, during manual charging, a short circuit occurred which damaged the printed circuit board (pcb). The pcb shorting during manual charging indicates that there is a damaged component on the board; however, no further testing was able to be conducted as the board was damaged during charging. The root cause of the reported event was unable to be conclusively determined through this investigation. The device receiving inspection documents for the 14v li-ion battery (serial number: sw320492) were reviewed and was found to pass inspection. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery had an out-of-box failure. When the battery was placed on a battery charger, the indicator light was red. The battery was moved to different slots on the battery charger, and a different battery charger, but the indicator light remained red. The product was exchanged.